Manufacturer narrative:
Product event summary: analysis was not able to confirm that the programmer needed to be rebooted two or three times before starting, it powered up to a normal screen in less than forty seconds. However, the hard drive health was fifty three percent. The programmer overheating was not able to be replicated, but it was confirmed from the log files that there had been a number of overheating messages. It was also found that the system fan was noisy and ran at a slower speed than normal, and the power supply was noisy. The upper right hinge and the left keyboard hinge were found to be broken.

Event description:
It was reported that the programmer needed to be rebooted two or three times before starting. The programmer was also displaying a programmer overheating error message. The programmer has been returned for service. There was no patient involvement.